Manufacturer narrative:
Sections d4-expiration date, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: a specific cause for the reported infection, septic shock, and need for dialysis could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22sep2015. The heartmate 3 lvas instructions for use (IFU) lists various forms of infection, sepsis, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ provides care instructions in reference to preventing infection. Additionally, the heartmate 3 lvas patient handbook contains several sections which provide care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of fever and chills on (B)(6) 2020. A possible respiratory infection was negated at the time. Blood cultures were taken at admission and e. Coli and evidence of staphylococcus hominis were detected. Antibiotic therapy was started and the patient was transferred the following day to dialysis. The patient showed a deterioration of general condition with septic shock and was transferred to the anesthesiological ICU (intensive care unit). The patient was on catecholamine but was awake and responsive. The patient then stabilized after four days and was transferred to normal ward. In the course of treatment, the patient showed no more fever or shivering and further blood cultures were negative at discharge on (B)(6) 2020.